Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07699 / 07700).

Manufacturer narrative:
The returned product was evaluated and was found to have been manufactured within specifications. A visual examination of the received head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces and fretting of the head taper. Measurements were within the normal wear for an implant that has been in for 7 years.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 due to armd and mechanical complications.